Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The healthcare facility cancelled the service call for this ventilator because it reportedly was deemed unnecessary. The unit has been returned to use and is functioning without issues. The failure is pre-use check related and will not occur during ventilation. H3 other text : 4117.

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).